Event description:
Caller reported a malfunction on pump with no notable events occurring prior. There was no reported adverse impact to the customer¿s blood glucose level. Caller was assisted by technical support to reset pump, with no recurrence of malfunction code. Customer was advised to continue using pump and contact support if issue recurs.